Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump split in half overnight and the screen stopped functioning, consistent with a device display component issue and a device problem related to loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display component and a mechanical bond failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.